Manufacturer narrative:
Per tandem user guide: the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: the tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin with the pump and not preforming the air removal step. Tandem customer technical support informed customer that cold insulin with the pump and not preforming the air removal step is off-label per the user guide. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.